Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high pacing threshold a new lead was successfully placed with different model. No additional adverse patient effects were reported.